Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable.

Event description:
It was reported that after a right hemicolectomy procedure performed on (B)(6) 2012, the patient experienced excessive bleeding within a twenty-four hour period postoperatively. The patient required a blood transfusion post operatively. The device was discarded. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.